Event description:
Caller states that strips he received from manufacturer had blood on the strips. Caller combines strips from other vials, but insists that strips arrived in this condition. No product to return as user disposed of vial and used strips.